Event description:
Red rubber foley in the straight cath kit is blocked and does not drain. Tried to flush water through after failed catheterization and was not able to flush. Kit paper and catheter given to manager. FDA safety report ID# (B)(4).